Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) from another manufacturer exhibited oversensing, pacing inhibition with no aystole, and high out of range pace impedance measurements. It was suspected that the lead had a conductor fracture, however this was not confirmed. Surgical intervention was taken to cap and abandon the lead and explant the device. No additional adverse patient effects were reported.